Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2009, this patient underwent an endovascular procedure using two gore tag thoracic endoprostheses to repair a thoracic aortic aneurysm. Prior to device implant a bypass surgery was performed from the right axillary artery to the left axillary artery. During the procedure the left subclavian artery was coil embolized, and the vessel was intentionally covered by the proximally implanted tag device (tg4015/06664426). Final angiography revealed a proximal type I endoleak. The cause of the endoleak is unknown. The physician elected to monitor the patient, and the patient tolerated the procedure. On (B)(6) 2009, post-operative follow-up imaging revealed that the endoleak persisted. The diameter of the aneurysm was 60 mm. On (B)(6) 2009, the patient was discharged. Subsequent follow-up imaging showed that the endoleak persisted with no sign of aneurysm enlargement. On (B)(6) 2010, one year follow-up imaging showed that the endoleak was resolved. On (B)(6) 2011, two year follow-up imaging revealed that a proximal type I endoleak re-occurred, and the aneurysm enlarged to 68 mm. On (B)(6) 2012, the patient was implanted with a cook zenith tx2 endograft proximally to treat the persistent endoleak and aneurysm enlargement. The patient tolerated the procedure. On (B)(6) 2012, three year follow-up imaging revealed that the endoleak remained, and the aneurysm further enlarged to 85 mm. On (B)(6) 2012, the patient underwent another endovascular procedure to repair the persistent endoleak and aneurysm enlargement, whereby an additional cook zenith tx2 endograft was implanted proximally. The patient tolerated the procedure. On (B)(6) 2013, four year follow-up imaging revealed that the endoleak remained, and the aneurysm further enlarged to 102 mm. The physician elected to monitor the patient. No further information is available.